Event description:
On 3/1/97 three attempts were made by rns to place feeding tube: all were unsuccessful. A dr then inserted the tube. Cxr showed the tube looping in the esophagus; the tube was removed. On 3/2/97 four attempts were made by rn's to place a tube; all were unsuccessful. Again, a dr placed the tube. Cxr revealed the tube looped in the upper esophagus. On 3/3/97 a tube was inserted orally and followed by cxr . Cxr showed loop in right lung base with tip 10 cm above carina; tube was removed. A dr then inserted a tube followed by cxr which revealed tube looped in esophagus with apex of loop at level t-10. Another insertion attempt was made 30 mins later. Cxr revealed tip at right costophrenic angle. No pneumothorax occurred on this pt. No pt injury is reported. Based upon the obtained info from the informant, the pliability of the feeding tube caused it to loop in the esophagus, not allowing it to descend further.